Manufacturer narrative:
The explanted ipg was not returned for evaluation as it was discarded by the medical facility. A review of the mfg documentation of the device found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was received that a pt underwent fusion surgery which may have short circuited that battery. The pt had the ipg replaced and is reportedly doing well following the procedure.